Manufacturer narrative:
No report of patient involvement. Unique identifier: (B)(4). The customer repaired the unit by replacing the suction regulator. No ge service provided.

Event description:
The hospital reported a malfunction causing a loss of suction. There was no report of patient involvement.